Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that while attempting the right ventricular (rv) lead implant, the lead' helix failed to extend, and that the lead's insulation became crumpled. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events of insulation twisted, and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. Visual inspection found the lead body insulation was twisted consistent with procedural damage. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning, the helix could be retracted and extended by applying torque directly to the connector pin. The cause of the reported events was due to helix being clogged with blood/tissue and over torqued inner coil. Electrical testing was normal.